Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 1 and 4 hours. While sleeping, the adhesive completely separated from the arm causing the cannula to dislodge. As treatment, a new pod was placed

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause for the reported dislodged cannula. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone14.7 cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. No damages or deficiencies were observed with the exposed soft cannula that would contribute to a cannula dislodge. The cause of the reported cannula dislodge event could not be determined. The pod was received with the adhesive pad attached to the bottom housing of the pod and the adhesive welds were observed to be intact. The cause of the reported failure to adhere event could not be determined. The pod data showed no alarms, timeouts, or drive stalls occurred. Therefore, no problem was found regarding the reported hazard alarm event.